Manufacturer narrative:
The reported event is not confirmed. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: germany. The product will not be returned to zimmer biomet for investigation, as the product has been discarded. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted. H3 other text : see h10 narrative.

Event description:
It was reported that during a meniscal repair procedure, the stitch implant did not deploy from the inserter. Another device was used to complete the procedure. There was a surgical delay of ten (10) minutes to retrieve another device however no adverse events or patient impact have been reported. It was reported that no further information is available.